Event description:
Ten days after treatment in the nasolabial folds and the lips with juvederm ultra, the pt presented with swelling, hardness, and nodules at the injection sites. A physician who is not the treating physician prescribed steroids (type and route not known), and another physician who is not the treating physician prescribed hyaluronidase. Recent follow up from the treating physician notes that the treating physician prescribed hyaluronidase and a kenalog injection. The treating physician stated that the prescribed treatments were 90% effective in treating the pt's nodules.

Manufacturer narrative:
Medwatch sent to FDA on 8/6/08.